Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were returned to the manufacturer from an unknown source and with no information. They were analyzed and subsequently tested out of specification. A request for information was made, but is not known. No patient complications have been reported as a result of this event.